Event description:
Report 2 of 2. It was reported that bd bactec¿ plus anaerobic/f culture vials (plastic) c.tropicalis molecular false positive being reported. The following information was provided by the initial reporter: gram stain: gpc in pairs and clusters. Bcid 2 - detected stap epidermidis and c. Tropicalis. Repeat bcid2 had no c. Tropicalis. Only staph epidermidis reported to doctor.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that bd bactec¿ plus anaerobic/f culture vials (plastic) c.tropicalis molecular false positive being reported. The following information was provided by the initial reporter: gram stain: gpc in pairs and gnrs. 1st bcid2 run detected e. Faecium and k. Pneumoniae - reported to pharmacy. Repeat bcid2 detected e. Faecium, k. Pneumoniae, and c. Tropicalis. C. Tropicalis was reported to pharmacy, but informed pharmacy that yeast was not seen in gram stain. Results reported to physician: e. Faecium, k. Pneumoniae.

Manufacturer narrative:
H.6. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown. Nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Refer to customer letter. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations.